Manufacturer narrative:
More info surrounding the event has been sought. A supplemental medwatch will be provided when investigation is finished.

Event description:
It was reported that the ventilator was pulled into the MRI scanner. There was no pt involvement. (B)(4).